Event description:
A 2.0mm diameter x 10mm length sprinter legend rx balloon dilatation catheter was used for pre-dilate a lesion located in the lcx # 13. After pre-dilation, a stent was deployed (product details unknown). Since plaque shift to the proximal side occurred while deploying the stent, post-dilatation with low pressure was attempted using the relevant device; however, rupture of the balloon was confirmed at 4 atm with no inflation observed. Communication from the field confirmed that no abnormalities were noted during the preparation and inspection of the relevant device prior to use. The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The hypotube was kinked 48.5cm distal to the strain relief. The balloon had been inflated. Blood was present in the balloon and a small amount in the inflation lumen. The device failed a negative purge test as a continuous flow of bubbles was expelled from the device into a syringe confirming a leak in the device. When an attempt was made to inflated the device, it would not hold pressure and a small jagged radial tear was located on the balloon proximal to the proximal marker band. Upon closer inspection, it was also possible to view a small puncture along the tear. It had been confirmed that no abnormalities were noted with the device during preparation in the field which would suggest that the damage to the device occurred during the procedure. The device has not been identified to be the root cause of the event. Based on the damage present on the balloon of the returned device and the information provided, it appears most likely that the balloon material was damaged by the loosened plaque during advancement or placement in the vessel. Also, sprinter legend 2.0mm balloon dilatation catheter is not intended for post dilatation of a deployed stent.

Manufacturer narrative:
(B)(4): evaluation results and conclusions: (loosened plaque present in the vessel). (Relevant device non intended for post dilatation of a deployed stent).